Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection determinate that the fiber card was received and the fiber was recognized by the console and fired. Microscope inspection identified that the glass cap was detached and not returned; there was a misaligned section of the fiber related to the glass firing window, indicating a glue failure. Also, the detached glass tip could lead to the fiber energy to fire forward from the tip, thus, confirming the reported event of forward firing. The cap exhibited moderate charred debris adhesion on its surface which was indicative of prolonged tissue contact during the procedure. It is probable that the identified debris adhesion on the surface of the cap contributed to elevated temperatures near the laser beam output window leading to the glass cap detachment and glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and the identified glass cap detachment.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, there was a break or fracture noticed on the beam of the fiber, as it was forward firing. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, there was a break or fracture noticed on the beam of the fiber, as it was forward firing. The procedure was completed with another fiber without patient complications.